Event description:
It was reported that this brady lead was a case of attempted where, while attempting to slit the sspc catheter, the doctor broke the blade, which then cut the lead. The lead was replaced with the same model. No adverse patient effects were reported.